Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the power module device was being used when the surgeon was performing the cuts of the femur, they had already used too much of the saw but the patient had very dense bone quality, perform the change of saw twice because it ended up totally burned; when they reached the point of the previous and posterior cuts, the engine was turned off and did not work anymore. They uncovered it and asked to check the battery to see how it was charging and appeared only the orange light discharge it should be noted that they started the battery with the 3 green dots (fully charged), they asked then to raise the charger to put it to charge but it is when placed in the engine only beat the charger and the red alarm notification came out. Another engine of the institution was available and thus they were able to finish the procedure. The surgery was delayed a little (approximately (1) an hour because we they already had all the saws worn and the engine did not have much power, even so it was possible to finish the surgery with success, without affecting the patient. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2024. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was not returned for evaluation. However, photos were provided. During evaluation of the photos it showed that the power module was not holding the charge properly. At this stage of the investigation the root cause for the found defect is most probably due to normal wear over time, based on the provided information. Furthermore, the investigation is only based on the provided photos, further assessment will be performed if the device is received.